Manufacturer narrative:
This supplement is submitted to correct the UDI. D4: the UDI is (B)(4).

Manufacturer narrative:
The actual one-cuf blood pressure cuff associated with this event was discarded by the customer. Other customer samples were returned to ge healthcare (gehc) for evaluation. Gehc investigated by testing returned samples, interviewing the customer, and performing historical data analysis. The investigation concluded that there was potential for device failures on this cuff design. To address the issues identified, gehc initiated a safety recall (fmi 39005) to remove all one-cuf blood pressure cuffs from the field. H9: the correction/removal report number has not yet been by provided by the agency.

Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226 a1-6: not provided by customer. B3: not available at this time. Ge healthcare's investigation is on-going at this time. A follow-up report will be submitted when the investigation is completed.

Event description:
It was reported that a patient was unnecessarily treated for incorrectly low nibp readings. The patient did not sustain any injury due to the alleged unnecessary medical treatment. The ge healthcare one-cuf nibp cuff was connected to a non-gehc (philips) patient monitor.